Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that a non-abbott guide wire was placed and then a 6 f non-abbott sheath. During insertion through the 6f sheath, the 10 x 29 mm omnilink elite device got stuck inside the sheath and could not be advanced further. The sheath and the omnilink elite were removed together. The sheath was changed to a 7 f non-abbott sheath and a non-abbott 10 x 29 mm stent was placed with a good result. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.